Event description:
Healthcare professional reported right side "rupture." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken device assessed as an unidentified (tear) opening (shell thickness within spec) as per the investigation procedure, were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture." Device was explanted.